Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported after power management board software upgrade by the customer, the cardiosave intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer(fse) found the machine is not switching on after power management board software up-gradation, checked unit completely, suspect power management board is defective. Need to check the unit with new power management board and fse replaced power management board. All functional test done. Handed over the unit in good working condition. Observed the unit 6 hours in continuous pumping. Found it is working satisfactory. Machine given to end user for clinical use.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part edm with a reported unit failure of the unit not powering on after a software update. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Verified that the unit would not power on sending the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part 0670-00-1162. Please see attachment. They stated the part passed testing. Root cause for this part is impossible to define as the failure was confirmed initially. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.